Manufacturer narrative:
The insulin pump was received with constant alarm followed by unexpected off no power alarm, the problem was isolated to the mother board. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to alarm. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed with a motor communication error. The patient's blood glucose at the time of incident was 5.7 mmol/l. The insulin pump was able to successfully rewind; however, the alarm recurred. The battery was changed but the alarm persisted. The insulin pump will be returned for analysis.